Event description:
Per complaint (B)(4), a patient with a dental implant experienced an allergic reaction and infection. Failure of osseointegration was also reported. The implant was removed four months after initial placement.

Manufacturer narrative:
Updated to indicate that the report source is a distributor. The report source is not a company representative.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and event problem and evaluation codes. Correction: additional information requested regarding report of patient allergic reaction. Physicians who applied implants were interviewed and it was determined that allergic reaction was accidently selected on the complaint form. The patient did not experience an allergic reaction. Based on additional information received, this complaint does not meet reportability requirements as an MDR. However, this complaint does meet reportability requirements for submission on the alternative summary report and will be reclassified.